Event description:
Pt received dow corning breast implants and started having physical problems. Dr has since retired and pt can't get any info from office. Contacted dow corning for an info packet regarding having the implants removed during the time they were on trial. Pt has never received a response from dow. Pt needs the implants removed and can't seem to get a response. Once a healthy person pt has recently had gall bladder removed and is having nerve and circulatory problems. Pt has diarrhea on a daily basis. Pt would like info about having the implants removed before there is further damage to body.